Event description:
It was reported while using bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in. Sterile, single use there were labeling issues. There was no report of patient impact. The following information was provided by the initial reporter: during our qc incoming, we have noticed needles with unreadable variable data as shown below. The expiry date of filter needles is key to our co-packaged combination product. Both sample are available for return. Please provide contact details for shipping.

Manufacturer narrative:
H.6. Investigation summary: it was reported the needles have an unreadable expiration date. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging blister in which some of the expiration date digits have light printing. No other defects or imperfections were observed. This defect could occur if, while printing the variable data, the print head needed to be cleaned inducing the symptom reported. A device history record review was completed for provided material number 305211, lot 2228456. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the package printing process was performed. The settings were correct, and the printing was clear and legible. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in. Sterile, single use there were labeling issues. There was no report of patient impact. The following information was provided by the initial reporter: during our qc incoming, we have noticed needles with unreadable variable data as shown below. The expiry date of filter needles is key to our co-packaged combination product. Both sample are available for return. Please provide contact details for shipping.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.